Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the right ventricular (rv) and right atrial (ra) leads exhibited noise. No intervention was performed. The patient had no adverse consequences.

Event description:
New information received notes that the right atrial (ra) lead exhibited a reoccurrence of noise. No intervention was reported. The patient had no adverse consequences.